Event description:
Alaris channel running norepinephrine began to alarm "channel error". Norepinephine infusion was then moved over to another alaris channel. After clamping the infusion tubing in place, norepinephrine was noted to be free flowing despite the channel not being on. This led to the patient having a hypertensive event and a new type b aortic dissection. On investigation of the pump, a blue piece of plastic in the channel was broken causing the IV tubing not to clamp. Since the event, the hospital has identified an additional 50 IV pumps with the same broken piece that requires repair.